Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported an alarm malfunction and no audio on the mx40 telemetry device. It was indicated the device was in clinical use. There was no report of patient or user harm.